Event description:
It was reported by the patient that they wanted their device removed because the patient did not want it. Follow up with the clinic, found that at the prior visit the device function was normal but the device had some movement in the pocket. The patient had been referred to another physician for a device revision. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.